Manufacturer narrative:
Date of event is unknown. Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. DHR review: review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The ams 800 IFU lists tissue damage as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with a history of radioactive seeds in the prostate had three artificial urinary sphincter (aus) implanted. The devices caused scar tissue after the patient had a transurethral resection of the prostate (turp). The patient indicated currently using a condom catheter with a bag. It was further indicated that the patient experienced recurring incontinence and anxiety with his current device. A future surgical intervention was scheduled to revise the existing device.

Manufacturer narrative:
Date of event is unknown. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that a patient with a history of radioactive seeds in the prostate had three artificial urinary sphincter (aus) implanted. The devices caused scar tissue after the patient had a transurethral resection of the prostate (turp). The patient indicated currently using a condom catheter with a bag. The family physician would refer the patient to an urologist.